Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of occlusion from the infusion set. The customer's blood glucose reading was 253 mg/dl. The customer stated that he continuously had problems with the sofset infusion sets to where the insulin will not push through past the quick disconnect piece. The customer stated that insulin will get into the tubing from the reservoir but not past the quick disconnect piece. The customer will be sent replacement sets.